Event description:
A customer reported that during sculpt mode of a cataract surgery an ophthalmic operating console had no aspiration and displayed system messages. The surgery was completed successfully by resetting the console and changing the cassette and the bag. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service record relevant to the reported complaint was found. The service record (sr) was opened to address the reported event. It was reported that the system has been used multiple times without issues; therefore, the sr was cancelled. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).